Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: (B)(4) unopened race-packs. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and mostly distributed in the market. There are (B)(4) units in stock in the warehouse. Received (B)(4) closed units. Tested the knot pull tensile strength of the closed samples received ((B)(4) units analyzed according iso (B)(4)) and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: as indicated in the instructions for use of the product: "when working with optilene® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: USA. The suture stitch on the mitral annular patch broke after coming off pump. The surgeon had to re-arrest the patient and re-suture the patch. Surgical delay of 30 minutes reported.